Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Without the treatment report, no detailed analysis/evaluation can be made. No patient file was provided. The treatment related to the reported event could not be identified. Review of the logfiles for the date of treatment shows no errors or warning message that could contribute to the reported event. During start-up of the system the vacuum check, the energy check and the ablation tests were performed without error. Treatments were finished successfully on that date without any error. The energy was stable during treatments. No relevant deviation between planed and performed energy is detectable for the treatments. The root cause is a too short canal (should have been extended further towards the limbus). In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. Logfile review shows device is in specification and works as intended. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that gas from the canal backed up into the bed causing an untreated area of the flap. The surgeon decided to pull back and treat the area that was available. The surgeon believes the canal was not extended far enough which caused the gas to back up.